Event description:
It was reported the epg (external pulse generator) would not turn on. It turned on for a bit, then powered off. The battery was replaced and ribbon cables checked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device was unable to power up due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that one side bail cover was broken, one case screw was missing, and the battery drawer was broken.